Event description:
As reported by the stryker sales rep, the tip of the scope came loose while in use, exposing the internal components. All pieces of the device were reported as being retrieved. Another scope was available at the time of the incident, so delay was limited to the retrieval of the pieces of the scope.

Manufacturer narrative:
The complaint device has not been returned for investigation to date. Once the complaint investigation is completed, a follow-up report will be submitted.